Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 76-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient experienced access site bleeding. Medical staff surgically intervened by performing a cut down and administered two units of blood products to the patient. The patient remains on support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The impella device was returned for evaluation and upon evaluation, there were no issues found with the device. Additionally, clinical information was insufficient to determine the root cause. Therefore, the root cause of the access site bleed could not be determined. Added- f6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address.